Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced hyperglycemia and diabetic ketoacidosis event on 18 may 2026 and high blood glucose around 1100 mg/dl and positives ketones admitted to intensive care unit and treated with intravenous fluids of saline and insulin.